Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient lost his charger; therefore, he was unable to recharge his ipg. Additionally, it was noted the patient also desired to take advantage of newer technology. As such, the patient underwent surgical intervention where his ipg was explanted and replaced with a different model.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to reconnect and recharge her ipg. The patient's ipg is inoperable. Subsequently, the patient will undergo surgical intervention as the next course of action.